Manufacturer narrative:
Additional information was received that the patient will not be explanted as they don't want to undergo any further surgeries. The patient has turned the device off.

Event description:
A report was received that the patient is experiencing an allergic reaction at the incision site. The patient's symptoms are itching, hives and redness. An allergy test done by the physician came back negative. The patient's dermatologist reported that the patient is allergic to nickel.the physician has agreed to explant the patient.

Event description:
A report was received that the pt is experiencing an allergic reaction at the incision site. The pt's symptoms are itching, hives and redness. An allergy test done by the physician came back negative. The pt's dermatologist reported that the pt is allergic to nickel. The physician has agreed to explant the pt.